Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported detachment of device or device component and patient-device incompatibility, malposition of device as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that a patient underwent a filter placement procedure for deep vein thrombosis. Approximately twelve years, ten months and thirty days post filter placement, it was discovered that inferior vena cava filter was tilted posterior medially and one of the struts was broken and laying horizontally within the apex of the inferior vena cava filter with strut penetration through the inferior vena cava. Removal of filter was planned which and the procedure was unsuccessful. The filter was not removed in its entirety. Few days later a complex removal of filter was performed successfully. The current status of the patient is unknown.